Event description:
Same case as MDR # 2134265-2013-05368, and 2134265-2013-05369. It was reported that during a percutaneous coronary intervention (pci), the motor drive unit (mdu) failed to pullback. The target lesion was located in an unknown vessel. During the procedure, the motor drive unit of an ilab cart system 100v did not pullback. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit does not meet specifications of the functionality test. The cause of failure is a defective assembly clutch. As secondary the unit intermittently loose the image when the lemo cable is slowly moved. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR # 2134265-2013-05368, and 2134265-2013-05369. It was reported that during a percutaneous coronary intervention (pci), the motor drive unit (mdu) failed to pullback. The target lesion was located in an unknown vessel. During the procedure, the motor drive unit of an ilab cart system 100v did not pullback. No patient complications were reported and the patient's condition is good.